Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope showed a scope communication error (e226). This issue occurred during a colonoscopy therapeutic procedure while using an olympus back up device. There were no reports of patient harm.